Event description:
Cutting balloon was positioned in a diagonal lesion off of stented "lad". Physician crossed through stent into the diagonal. Physician noted cracked hub and pulled back on catheter to remove/replace. Physician attempted to pull catheter out but met with resistance. Force was used in an attempt to remove catheter. Physician removed guide catheter and cutting balloon together and then attempted to re-engage guide wire but was not able to gain access.